Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while filling the tubing, it took 43.3 units of insulin to exit the infusion set tubing. There was no impact to customer's blood glucose level. The customer was able to complete the load process and resume insulin delivery.